Event description:
Event involving inappropriate air in line alarm. The pump infusing epinephrine started to alarm, alerting for air-in-line. The rn checked for air in the line and tried to backprime the IV tubing to resolve this alarm. The rn was unable to clear the alarm or restart the medication. With this medication being stopped, the patient's blood pressures started to rapidly drop (min bp 50/30), requiring the team to come to bedside. Patient became acutely hypotensive and bradycardic and required 50 mcg epinephrine IV push dose to be administered. Pt briefly became hypertensive and then returned to baseline. ICU medical service report: "after all repairs were completed, the device passed the performance verification testing".